Manufacturer narrative:
(B)(4). This complaint for air in tubing without an alarm was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. The source of the air is undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting air in the patient line during therapy in the initial drain on a home choice (hc). The caregiver (cg) needed assistance ending therapy. The cg was trying to start over with new supplies, but needed assistance removing the cassette. The technical service representative (tsr) walked the cg through ending therapy procedure. The cg ended therapy, removed the cassette and was ready to start over with new supplies. Product surveillance (ps) contacted the caregiver (cg), the home patient (hp)'s daughter on (B)(6) 2012 regarding the air in the tubing. The cg also stated that nothing was noted until the hp started the initial drain. The cg stated they started over with new supplies and the hp resumed therapy on the cycler. The hp followed up with the peritoneal dialysis nurse (pdn) regarding the air in the line. There was patient involvement. No patient injury or medical intervention was reported.